Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she would just clear the alarm and it would work. Customer stated that for the last 2 days, the pump has been saying no delivery. Customer stated that she saw a couple of kinks in the tubing. Customer changed the tubing and thought it would be fine. Customer stated that the issue started again last night. Customer stated that her blood glucose has been really high. Customer took off the site and programmed units but did not see insulin going through. Customer's blood glucose was 500 mg/dl. Customer has treated with a manual injection. Customer stated that the alarm occurred during bolus and basal. Customer stated that the alarm is recurring and the issue has not been resolved. Customer stated that the insulin did exit and the pump alarmed no delivery. Customer stated that they cannot push the insulin through the tubing. Customer was advised to do a complete set change.